Manufacturer narrative:
Due to character limit in the e1 section, the full initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the use of intra aortic balloon (iab), customer called for assistance with leak in iab circuit alarm. The balloon was inserted into the patient prior to coming off bypass and closing the chest and immediately shifted patient from the or to the cvicu. The pump had alarmed many times and customer verified correct troubleshooting steps to include checking for blood in the helium tubing prior and after pressing the iab fill key. He also reported that the alarm went off the first time as they were closing the patient¿s chest and each time it went off after that, it was associated with some type of movement, cough, or increased heart rate. The alarm went off several more times in the cvicu while getting the patient settled. It was recommended switching out the console. The alarm continued after the console change. Then the customer went down on the patient¿s augmentation by two bars which resolved the issue. There was no injury.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d1; d4 UDI number; e3; e1 initial reporter. Serial number reverted back to blank. Due to character restrictions in block e.1.: full event site name is (B)(6). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the sheath and catheter. The non-maquet sheath was returned over the catheter tubing. One severe kink was observed on the catheter tubing approximately 74cm from the iab tip. The three-way stopcock was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump, and an autofill failure alarm sounded as soon as the iab pumping started resulting on stopping the pumping immediately. The issue reported as ¿iab - alarm, leak in iab circuit¿ could not be replicated during the investigation. However, when the iab was connected to the pump, the alarm ¿alarm, autofill failure¿ was triggered, which confirms the complaint. A sever kink was found in the catheter tubing, which may have contributed to the alarm activation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The issue reported as ¿iab - alarm, leak in iab circuit¿ could not be replicated during the investigation. However, when the iab was connected to the pump, the alarm ¿alarm, autofill failure¿ was triggered, which confirms the complaint. A sever kink was found in the catheter tubing, which may have contributed to the alarm activation.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h11. Corrected fields: d4 expiration date; g2; h4.

Event description:
N/a.